Event description:
Patient injured in a mva was implanted with 3.5mm lcp medial proximal tibia plate to repair tibia fracture. During the procedure a 5mm drill bit broke in the patient. Final intraoperative x-rays were taken and revealed the broken piece. Surgeon removed the broken piece with hemostat forceps. Procedure was completed.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.